Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. It was reported that while a mitral valve isthmus line close to the left lower pulmonary vein was being performed, a steam pop was noticed. The radio frequency was immediately terminated with an ablation index of 542 and force of 18g ablating at 40w. A short time afterwards the patient went into tamponade which required a pericardiocentesis to drain the fluid. The patient stabilized but required surgery to close the hole. Additional information was received on the event. The physician¿s opinion on the cause of the adverse event was that it was procedure related. The patient outcome of the adverse event is fully recovered. The patient required extended hospitalization because of the adverse event as they had to have open heart surgery to rectify the perforation. Force visualization features used were dashboard, vector, and visitag. The parameters for stability used with the visitag module were 3mm and 3 seconds. No additional filter was used with the visitag and force time intervel (fti) color options were used prospectively. A transseptal puncture was performed with an abbott 407356 guiding introducer and brk1 407200 transseptal needle. This event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 2mls continuous and 17mlsph ablating at 40w. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 73-year-old male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. It was reported that while a mitral valve isthmus line close to the left lower pulmonary vein was being performed, a steam pop was noticed. The radio frequency was immediately terminated with an ablation index of 542 and force of 18g ablating at 40w. A short time afterwards the patient went into tamponade which required a pericardiocentesis to drain the fluid. The patient stabilized but required surgery to close the hole. The patient outcome of the adverse event is fully recovered. The patient required extended hospitalization because of the adverse event as they had to have open heart surgery to rectify the perforation. The device evaluation was completed on 19-apr-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 21-apr-2022, noted a correction to 3500a follow-up #1 as fields d9. Device available for evaluation?, d9. Date device returned to manufacturer and d9. Is device returned to manufacturer? Should have been processed. Therefore, updated.